Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had several no delivery alarms in the past month. Customer's mother stated they would change the infusion set to resolve the alarms. However, the customer's mother stated the alarms were recurring more often. The customer's blood glucose was unknown. Customer's mother also reported bent cannulas in the past. The mother did not want to return the infusion set or reservoir for analysis. No additional information provided.